Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that capture anomalies was observed on the ra lead. The lead was capped and replaced. Patient is stable.